Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise was observed on the right ventricular (rv) lead which led to ventricular fibrillation detection and inappropriate therapy. The rv lead was capped and replaced. No visual lead damage was noted during the replacement procedure. The patient is stable.